Event description:
An aneurx bifurcated stent graft delivery system was inserted in pt for treatment of an abdominal aortic aneurysm. It was reported that the iliac arteries were 8mm in diameter and were severely tortuous. The physician had to torque the delivery system in order to insert and orient it to the desired location; however, the delivery system twisted and "candy canned". The delivery system was successfully removed from the pt without complication and another aneurx bifurcated stent graft was inserted and successfully implanted. No clinical sequelae were reported and the pt is fine. The device was discarded after the procedure.

Manufacturer narrative:
Eval results: patient's condition affected effectiveness of device (severely tortuous iliac arteries). Conclusion: failure/lack of effectiveness related to pt condition (severely tortuous iliac arteries).